Event description:
A caller reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer, who uses multiple daily injections (mdi) as backup therapy, received instructions to place the pump in storage mode and return it to tandem using the provided return box and label. A replacement pump was sent to the customer by technical support, and the shipping address was confirmed. Customer reverted to an alternative method of insulin therapy.